Event description:
Curlin medical administration set IV tubing ref 340-4128 leaked during parenteral nutrition infusion. Tubing leaked at the junction of the cassette tubing to the smaller bore IV tubing just after the gold connector, and occurred as the infusion completed the ramp up rate and was at continuous infusion rate. The infusion tubing was replaced with the same tubing from a different lot number and infusion continued without difficulty.